Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, PICC line nurse was placing a PICC line in the patient's right upper arm when it appears it became "stuck". After removal, the guidewire was noted to be fractured, and portion of the guidewire remained in the patient (approximately 3 cm). Immediate pressure was held, and interventional radiology (ir) evaluated the situation but did not believe they were able to remove the retained wire. Vascular was consulted and did not recommend removing it. A new PICC line was placed for treatment while in ir.